Event description:
It was reported by the affiliate that during a pneumectomy procedure, it was hard to grasp the firing trigger. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good condition, a cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/2 fired and the left side was fully fired. The cartridge lockout was found normal. The cartridge was disassembled to verify the condition of the internal components and 4 drivers were found damaged. In addition, the cartridge deck was found damaged, the damaged found on the cartridge deck is consistent with damage caused when the device is clamped over a hard object. When this happens the cartridge gets intended therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced, the wedge band will bypass the sled, as stated in the IFU" if resistance is felt, stop and replace the cartridge" the returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications.